Event description:
It was reported the patient had an epicardial system, was dependent, and the lead showed increased and rising ventricular threshold. Impedance of 2134 ohms was also reported. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.